Manufacturer narrative:
Additional information was received that the patient had underwent a prior revision procedure wherein electrocautery was used. Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which is the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 5mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics. During the course of testing the ipg it was determined the master asic sustained damage due to the known use of monopolar and/or bipolar electrocautery.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The ipg database analysis confirmed premature battery depletion. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the ipg was explanted and replaced due to suspected malfunction. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The ipg database analysis confirmed that the ipg was functioning properly. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The ipg database analysis confirmed that the ipg was functioning properly. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Date received by manufacturer should have been (B)(4) 2014.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The ipg database analysis confirmed premature battery depletion. The patient will undergo an ipg revision procedure.